Event description:
It has been reported bia an (eqr) expediated quality review report. The (iabp) intra-aortic balloon pump gives multiple errors related to the stepper motor (or inside bearing mechanism) while on a patient. They switched the pump and continued iabp therapy using another pump." There is no information regarding the patient outcome. The pump is back in service. The pump needs to be replaced.

Manufacturer narrative:
(B)(4)